Event description:
The affiliate reported that a sterilization central personnel have been experiencing skin and eye irritation, then headache from cidex opa test strips. The affiliate reported that the clinic has stopped buying and using cidex opa. The symptoms have resolved.

Manufacturer narrative:
Eye irritation, human reaction.